Manufacturer narrative:
A ge svc rep performed an on site investigation. The filament was calibrated during the svc call. The system was tested and found to be working as intended and placed back into svc.

Event description:
The customer reported the sys had generator and overvoltage fault error messages. These errors cause the sys to shut down, resulting in a loss of imaging functionality. There is no report of injury or death associated with this event.